Event description:
This homecare pt was being fed using a pump. An unk amount of enteral feeding solution was hung, and the pump was set to deliver 50 ml/hr. The patient received 250 ml in about 45 minutes. The reporter stated this has happened several times, but only provided details of one event. The reporter also stated the patient had to be fed by syringe. There was no illness, injury or medical intervention resulting from the event. One patient involved.